Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Manufacturer narrative:
Correction: b5: field should reflect programming changes made to restore telemetry.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. Telemetry was restored with a ble reset. No adverse effects were noted.